Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that a 23 nbs device was received with the outer gasket torn. In addition, the tyvek was returned along with the instrument and a petri dish with the piece of outer gasket torn. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of cuts. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Additional information was requested and the following was obtained: was the foreign matter found in the pkg prior to use of the device? Since the device was received at (B)(4), it was checked and found that the piece was a part of the seal. Did any pieces of the device fall into the patient? No. No further information will be provided.

Event description:
It was reported that during a laparoscopic urological procedure, a foreign matter was found during use. It was unknown whether the foreign matter was a part of the device, or not. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.